Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. However, a leak was reported at the connection between the homechoice cassette and the solution bag, which is known to cause this alarm. The cause of the leak could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell one of peritoneal dialysis (pd) therapy. During troubleshooting, it was reported that there was a leak at the connection point between the homechoice cassette and the solution bag that led to this alarm. It was verified with the patient that the connections were tightened. The patient was assisted to end therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.